Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Received email from distributor alleging false negative urine hcg x 2 for two different patients. The physician sent the patients to the lab for confirmation and the results came back positive. The lab reported the readings were above the 25miu threshold. The results were read at 5 minutes. Patients received positive test results at home, prior to coming to the physician's office, so the physician sent the patients to the nearby lab to have blood work performed. The blood work was performed within hours on the same day in both cases as the false negative results were received in the physician's office. No serious injury occurred to the patients and no further treatment and/or hospitalization was necessary due to this incident.

Manufacturer narrative:
Investigation conclusion update: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were hcg positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.